Event description:
It was reported the device indicated early replacement (eri) was required after 4 months. The pt had been programmed numerous times. Troubleshooting performed included reprogramming, x-rays and impedance measurements. All tests were normal. The device was explanted and replaced with rechargeable neurostimulator. No further complications were reported. The pt is doing well.